Manufacturer narrative:
A service call was performed at this site on (B)(4), 2010. A component of the system, the pc computer was replaced. After replacing the pc the system functioned normally. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
While attempting to perform a procedure, the site reported that they received a message from the system stating the video signal was not detected. The site tried several troubleshooting techniques including power cycling the system and pc, however this did not resolve the issue. Therefore, the site was not able to complete the case using the superdimension system with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
The component of the system, the pc computer, was returned and evaluated. The analysis stated that the pc operated within specifications and performed as expected. The site has not had any similar issues after this case.